Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No excessive no delivery alarm was noted. No motor error alarm was noted during bolus delivery. The motor passed motor test. The pump had a scratched display window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings, motor error and no delivery alarms from the insulin pump. The customer's blood glucose reading was 456 mg/dl. The customer stated that the motor error occurred during prime. The customer stated that the pump read enough insulin. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.